Manufacturer narrative:
The analysis confirmed that one blade/pad is partially lifted off the balloon. Part of the pad was intact to the balloon surface on the proximal end. The other three blades/pads were intact to the balloon surface. The balloon was inflated for two minutes and deflation time was recorded at 4 seconds. No marks were evident on the balloon. One of the blades was bent on the mid section. Two blades were sitting proud on refold. No rupture or hole was noted on the balloon. No information was available on the sheath size. The dfu states that a 7fr sheath should be used. The poor refold may be due to the blade lift. From the additional information received, it is noted that "resistance felt when removal from sheath". The dfu states that "if resistance is encountered when removing the catheter through the introducer sheath or a guide wire through the catheter, stop and remove them as a complete unit to prevent damage to the guide wire, catheter, introducer sheath, or vessel". The cause of this complaint may be due to the catheter becoming caught on the sheath. A DHR review has been carried out on the reported lot ef0417 where no deviations in relation to this complaint were noted for the batch. No similar complaints have been received for this batch.

Event description:
Reportability decision changed based on analysis completed on 18 august 2006. It was reported that following a superficial femoral artery (sfa) procedure, the 2cm peripheral cutting balloon deflated slowly, and when pulled negative it did not rewrap correctly. Difficulty was experienced when attempting to get it out of the sheath. All parts were removed. One atheratome was partially lifted off of the balloon. There were no patient complications. Balloon successfully opened the lesion in the sfa. Additional information states that the cutting balloon was first used in the left iliac artery, following three attempts at predilation with another balloon. It was dilated to 8atms for 25 seconds. The cutting balloon was then used in the right iliac artery, being inflated to 6atms for 32 seconds.